Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A device inspection was not possible since the affected device was not returned and no other evidence were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: orif was performed on (B)(6) 2024 for a patient with left femoral trochanteric fracture. The surgeon inquired about the cause of loosening of the gamma 4 end cap (5 mm) postoperatively. There is not endcap removal/dislocation but only looseness and the implant devices works without ploblem, so nothing will be performed for this event. Because the end cap is implanted in the patient's body, no product is returned from the facility. Instead, the x-ray image will be provided and the doctor requests stryker to inspect the x-ray and show possible cause of the loosening of the end cap.

Event description:
As reported: orif was performed on (B)(6) 2024 for a patient with left femoral trochanteric fracture. The surgeon inquired about the cause of loosening of the gamma 4 end cap (5 mm) postoperatively. There is not endcap removal/dislocation but only looseness and the implant devices works without problem, so nothing will be performed for this event. Because the end cap is implanted in the patient's body, no product is returned from the facility. Instead, the x-ray image will be provided and the doctor requests stryker to inspect the x-ray and show possible cause of the loosening of the end cap.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.